Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint and completed the evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken tube over molded adapter. Material was missing and not returned. The missing material was approximately 0.12"x 0.09¿. The probable root cause of the mcs ceased working is attributed to mishandling/misuse of the device. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledged that a fragment was missing from a portion of the device that enters the patient (the distal end) and that was not completely covered by the monopolar curved scissors tip accessory. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur, as unintended broken fragment(s) falling inside the patient may require surgical intervention.

Event description:
It was reported that prior to the start (pre-anesthesia) of an unspecified da vinci-assisted procedure, the monopolar curved scissors (mcs) had expired prematurely (cannot be used). The procedure was completed with no reported injury.